Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer indicated in email that 2 separate adverse events occurred. This report covers 2 of 2 events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email a "replace sensor" message with the freestyle libre sensor. The customer indicated that due to issue customer had to go to emergency room. However, no further information was provided in email and thus-far attempts to gather additional information has been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via (B)(6) "replace sensor" message with the freestyle libre sensor. The customer indicated that due to issue customer had to go to emergency room. However, no further information was provided in email and thus-far attempts to gather additional information has been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.